Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a drug adverse event involving an unspecified dopamine administration on a sigma pump. It was reported that the pt's systolic blood pressure fluctuated. It was also reported that the customer "was not alleging a problem with the pump, but simply a misuse of it."